Event description:
A valiant captiva stent graft system was implanted in a patient for the endovascular treatment of a dissection in the thoracic aortic arch, close to the left subclavian. The patient was originally being treated for a dissection in the thoracic arch, close to the left subclavian artery. It was reported that the devices were successfully implanted. However, one month later, the patient presented to the ER with a new ascending thoracic dissection. The new dissection is believed to be unrelated to the initial descending thoracic dissection. The physician thinks that the crowns of the stent graft eroded through the adventitia and media layers of the aorta, created an ascending dissection. The patient was converted to an open repair and a surgical graft was placed to resolve the dissection. The bare spring of the stent graft was removed. The surgical graft was sewn from the aortic root up to the arch; the valve was okay. The physician also sutured down the inner curve of the stent. No further information is available. No additional clinical sequelae were reported and the patient is fine. A review of returned films pre-implant showed a dissection beginning near the lsa, extending into the abdominal aorta. Several angio still images at implant show that the proximal valiant was placed covering the lsa. The bare springs extended proximally to the lcca and innominate arteries; the distal end of the most distal stent graft was placed approximately 6cm proximal to the celiac. No stent graft issues were seen post-deployment. Post implant cta's show a dissection in the ascending thoracic aorta, beginning just proximal to the proximal end of the stent graft bare springs, and extending retrograde to the aortic root. No stent graft issues were seen. The cause of the type a dissection could not be determined.

Manufacturer narrative:
Method: film evaluation. Results: inherent risk of procedure (arterial trauma/dissection/perforation). Patient's condition affected effectiveness of device (pre-existing condition; pre-op dissection in descending thoracic). Conclusions: device failure/lack of effectiveness related to patient condition (pre-existing condition; pre-op dissection in descending thoracic).